Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low flow alarms were occurring frequently. The system controller log file reviewed by the manufacturer¿s technical services representative showed that the log file was mostly filled with low flow events and that the equipment appeared to be operating as expected. A CT scan on an unspecified date revealed an outflow graft thrombosis. Intravenous thrombolysis was given which significantly reduced the frequency of the low flow alarms; however, the patient developed gastrointestinal bleeding 22 hours into the thrombolysis. The thrombolysis was stopped and endoscopy revealed active bleeding lesions that were clipped and treated with adrenaline. The patient was transfused with 2 to 4 units of blood per day. A pump exchange was being planned; however, on an unspecified date, the patient suffered a stroke with a hemorrhagic conversion. The patient¿s coagulopathy was being corrected. The patient¿s condition was reported to be guarded. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and is not available for evaluation. The submitted system controller log file contained approximately 16 hours of data from (B)(6) 2017 at 4:39 to (B)(6) 2017 at 20:55, and captured a total of 222 low flow alarms throughout its entirety. The low flow events occurred when the estimated flow was calculated to be below the acceptable threshold of 2.5lpm. A direct relationship between the reported event and the device could not be conclusively determined. Device thrombosis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The patient currently remains on lvad support with no further issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on 22sep2017, the healthcare professionals deferred the pump exchange to at least 1 to 3 months, if there was no new or further bleeding. The physicians restarted the patient''s anticoagulation at a lower threshold. A decision was made to continue with anticoagulation therapy and revisit the pump exchange 3 months later. During a follow up visit on 20nov2017, the patient was asymptomatic and reportedly did not want to undergo any intervention. The physicians up-titrated the patient''s inr from 1.5-1.8 to 1.8-2.2. The patient remains ongoing on lvad support and no further issues have been reported.